Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a guide wire fracture occurred. The de novo subtotal occlusion was located in the mildly tortuous right popliteal artery. The physician advanced the 185cm journey guide wire to the lesion without any resistance and while attempting to cross the lesion the tip broke off and remained in the patient. No actions were taken to retrieve the fragment "because the tip is safe intramural in the vessel wall." The procedure was completed with a v18 guide wire and a non-bsc balloon. Per the physician, the guide wire fragment did not constrict the recanalization. No complications were reported and the patient's condition is stable.